Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after feeling nerve stimulation in the chest. During rv and lv capture test, loss of capture and post-paced t-wave oversensing were observed. Programming changes were made. The issues were not seen when the capture tests were not being run. The patients medical condition was good following the event.